Event description:
The customer reported a technical malfunction on their intellivue mp30 patient monitor and there is no sound being emitted from the device. It is unknown if the device was in clinical use. No, there was no adverse event reported.

Event description:
The customer reported a technical malfunction on their intellivue mp30 patient monitor and there is no sound being emitted from the device. It is unknown if the device was in clinical use. No, there was no adverse event reported.